Manufacturer narrative:
Additional pro-code: dzl, hbe. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a drill bit broke during an unknown surgery. The drill bit was removed from the patient's body. It was unknown if there was surgical delay. Surgical procedure outcome and patient outcome were unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 317.320, lot f-16443: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: october 15, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the drill was received with a portion of the distal tip broken off and missing. No other issues were identified with the returned components of the device. The device failure/defect of broken tip was identified during the investigation and is related to the reported complaint condition. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the drill bit as a portion of the distal tip was broken off and missing. While no definitive root cause could be determined, it is possible that the device encountered unintended forces/dense bone. It is possible that over three (3) years of use has contributed to the complaint condition also. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.